Manufacturer narrative:
The initial reporter address was not provided.

Event description:
The advocate stated her mother received a blood glucose reading of 271mg/dl on the contour ts meter, was re-tested on a different meter and the reading was 103mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips and new meter were sent to the customer.